Event description:
The customer reported that the insulin pump was not functioning properly and requested a replacement. The blood glucose reading was 431mg/dl, and she gave a manual injection. The caller stated that in november the device was showing that it was delivering, but she ended in the hospital. The customer mentioned that the insulin pump is doing the same thing because it was showing that the device gave her 10 units of insulin at 4:00 am and her blood glucose was still 459mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, selft test and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.